Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was over 500 mg/dl. Customer declined troubleshooting regarding bg level and reverted to a back up insulin pump for insulin therapy.